Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: product was implanted in the pt by dr (B)(6) with interrupted sutures placed around the outer edge of the mesh and another additional running suture line was placed around the edge of the fascial defect. The mesh seems to have torn along the line of the running suture line causing the repair to fail. Surgeon comments: tissue very well incorporated to mesh where good tissue contact to mesh was. An additional surgery was completed to fix the hernia. Post-op diagnosis: wait and see. Applied another device. Yes an additional surgery was completed to fix the hernia.